Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer treated with manual injection. Customer's blood glucose value was 402 mg/dl at the time of the call. Customer did not contact their healthcare professional. The drive support cap appeared normal. Customer declined to check for leaks or air bubbles, site or insulin issues, and settings. Customer was informed of high pressure test and was advised to contact healthcare professional.